Manufacturer narrative:
Zoll medical corp has received the product for evaluation and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down and would not power back on. Complainant indicated that there was no patient involvement in the reported malfunction.